Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the logs. The cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 1163ml, indicating the home patient (hp) drained 1163ml more than their maximum programmed fill volume of 1500ml. No additional information is available.